Event description:
It was reported that "when using a mallet to strike the handle, the broach disengages and the surgeon has to stop and lock the broach on before continuing".

Event description:
It was reported that the lead was removed due to high threshold.

Manufacturer narrative:
Na